Event description:
Additional information was received: it was reported that the extension damage was during a normal battery replacement surgery. The cause of the extension being torn had nothing to do with the adhesions. The ends of the extensions were so far freely movable.

Manufacturer narrative:
Product ID 3708660 lot# serial# unknown. Product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial#: unknown, product type: extension. Product ID: 3708660, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when changing to a new ins the extension tore off when it was pulled out of the header. Factors that led to the issue was stated to be "demolition." Troubleshooting took place on (B)(6) 2021 and an attempt was made to remove the defective extension and replace it with a new one, but this was not possible because the old extension was too ingrown. A new extension was implanted, but the older extension will remain implanted and out of service. The issue was resolved.